Event description:
It was reported that this patient was revised from a wright medical stem to a right restoration modular on (B)(6) 2014. She had a trident cup in post revision. She was chronically unstable. Surgeon decided to bring her to surgery to see if he could improve stability. Upon opening the joint, the surgeon assessed a serious lack of abductor mechanism, and decided to use the next larger cone body, and replace liner with a constrained liner. Nothing was loose or broken.

Manufacturer narrative:
An event regarding instability involving a trident liner and a ceramic head was reported. It was concluded that there was no allegation of failure against the stem and it was reported that the stem was not loose. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that this patient was revised from a wright medical stem to a right restoration modular on (B)(6) 2014. She had a trident cup in post revision. She was chronically unstable. Surgeon decided to bring her to surgery to see if he could improve stability. Upon opening the joint, the surgeon assessed a serious lack of abductor mechanism, and decided to use the next larger cone body, and replace liner with a constrained liner. Nothing was loose or broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the surgeon. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.